Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the screen turns to black and white. The customer states the auto mode shield turns gray, the icon¿s turn gray and the display is flashing. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No dim, gray, flashing white or black display noted. The insulin pump passed the self- test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. The insulin pump was monitored for three days and no unexpected powering off, flashing, dim, or blank display was noted. Verified the battery tube power connector is properly connected to electronic board during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.